Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned self expanding stent system (ses) revealed blood in the shaft and distal outer sheath, consistent with being advanced into the anatomy as reported. There was no saline visible. The stent implant was stationary on the shaft between the markers with no damage noted. The distal outer sheath was covering the stent implant. The hypotube had separated 83.7 cm distal to the handle and was held together by the distal outer shaft over the hypotube. The fracture faces were ovaled suggesting that the hypotube had kinked prior to separating. The distal outer shaft was stretched and jagged. There was no other damage noted to the ses. The slider was in the distal end of the handle and the handle was in the locked position. The guiding catheter used during the procedure was not returned. The dispenser coil was returned. There were no kinks noted to the dispenser coil. A snap gauge was used to measure the outer diameter of the sheath over the stent implant and this met manufacturing criteria. In this case, the hypotube separation is likely the result of pushing against resistance with force while attempting to advance through the distal guiding catheter. If the shaft is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink, once the shaft kinked, and upon straightening, the hypotube material could separate. Although a conclusive cause for the resistance encountered during advancing through the distal end of the guiding catheter, it may be possible that the guiding catheter was kinked or bent due to the anatomy, which was described as mildly tortuous. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. In this case, the reported difficulties and subsequent damage to the returned rx acculink appear to be related to case circumstances. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that resistance was met during advancement of the rx acculink stent delivery system (sds) through the distal guiding catheter, described as feeling 'stiff'. The sds was pulled back and the distal 30 cm portion of the delivery catheter was bent. The device was completely removed from the body without intervention and another acculink was successfully used. There was no adverse patient effect. Though requested no additional information was provided. Subsequent evaluation of the returned device revealed hypotube separation.